Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated no anomalies were found. Additional information from the analyst indicated no cuts or damage were noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged and exhibited no capture or pacing. The physician attempted a revision, but the lead insulation was cut resulting in the lead being removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 369818 competitor lead implanted: 2013-(B)(6); 350974 competitor lead implanted: 2013-(B)(6). (B)(4).